Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp) on an unknown device location. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced mechanical issues leading to the replacement surgery. The physician was not sure of the source of the fluid leak. The patient did not experienced any further adverse events and was recovering after the procedure. No more information available at the moment. Should additional information become available, it will be provided.